Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs) it was reported that the patient experienced an infection. There were no problems noted with the device. The system was explanted due to an infection and was sent to the hospital lab to get analysis of infection. The cause of the infection was unknown at the time of the event. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.